Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead had a high out-of-range impedance measurement and loss of capture. No intervention performed and no adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5160161.